Manufacturer narrative:
This event is being reported to FDA in an abundance of caution as a reportable malfunction due to the "strange object" found in the aspirated fat. A relationship between the revolve and this event could not be determined without further analysis of the suspect device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. If additional information is made available, a supplemental report will be submitted.

Event description:
Healthcare professional reported via distributor that a foreign object was found in the syringe of aspirated fat. The revolve device return status is unknown.